Event description:
Surgeon was attempting to torque down a screw during an orif of pt's left hip when the head of the 36 mm screw broke off. During the same procedure, a portion of the threads of a 38 mm screw came off in the wound. The shaft of the 36 mm screw was left in the left hip of the pt, but the threads off the 38 mm screw were recovered.